Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead failed to sense and exhibited low pacing impedance. The atrial lead was not used and replaced during the procedure. The patient was stable.